Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. A manufacturer representative confirmed the issue. As a result, surgical intervention may be pending to address the situation.

Manufacturer narrative:
Additional information was received such as - patient weight.

Event description:
Additional information indicated that a surgical intervention occured wherein the ipg was explanted and replaced.

Manufacturer narrative:
The ipg was received running the service application software due to the explant procedure that occurred on (B)(6) 2020. This indicates the device was operating in the therapy application state and was logging diagnostics up to the patient¿s explant procedure. Since the device had a crc error, the ipg diagnostic logs could not be obtained and therefore a more thorough analysis could not be performed. The cause of the reported observation was not ascertained.